Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the 20ml discardit¿ ii syringe w/o needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd had not received samples, but one photo was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. We conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.